Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured and detached at 2 feet 7 inches from the connector; there is signs of melting of the blue jacket at the break; the fiber is blackened at the break; the fiber tip shows signs of usage with mild black marks within the blue jacket distal end and a fracture within the blue jacket at 5 mm from the tip; the total length of the fiber is 11 feet 9 inches. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that the joules of use was 18,735; time expended was 6 minutes and settings were .8 and .10. No further information was reported.

Event description:
It was reported that the reusable fiber broke during lasing and the or staff person was struck by the energy on the hand; there was a "slight red mark but no damage". The procedure was completed using a second fiber. Patient outcome: "the laser tech asked if she (or staff person) was ok and she said yes"; it was reported that there was no injury.